Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported in the service order from (B)(6) that the battery handpiece device and the lid device were heating up and making noise while in use together. During service and evaluation, there was no failure identified. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.